Manufacturer narrative:
Conclusion: device failure directly contributed to the event. Revision surgery performed 6/2998. User facility reported "according to dr, this elderly active pt exceeded his work restriction limits performing farm work having been advised accordingly, which resulted in undue stress on the implant. It is not co's opinion that this is a mandatory reportable" event.

Event description:
Allegedly pt was lifting bale of hay and heard loud "pop". Insert allegedly has disassociated. Revision surgery has not been scheduled.